Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, noise is detected in ventricular channel and misclassified as vf, no inappropriate therapy was delivered.